Event description:
It was reported that the patient underwent a trial procedure on (B)(6) 2018. The physician reportedly could not get the leads past t12 due to the patient's anatomy. In turn, the trial was aborted.